Event description:
It was reported that the patient was found deceased in the morning and the device had stopped. The family said the device did not generate any alarms. Log Files were sent for review. The Event Log captured constant Backup Battery (EBB) Faults from the beginning of the data capture (b)(6) 2026 at 14:52. Patient was using Battery Power at the time. On (b)(6) 2026 at 02:15 Low Voltage Advisory events were noted and the patient was needing to change power sources. At 03:18 Low Voltage Hazard events were noted. At 03:28 No External Power events were noted due to 14V Battery depletion, and the EBB was enabled at that time. At 05:32 both 14V Battery and EBB Battery was depleted resulting in the Pump stopping. Once the Controller was connected back to power, the timestamp defaulted to 01Jan2000 with Controller Clock Corrupt events. There should have been audible alarms starting back with the Low Voltage Advisory events, the Log File does not provide any info on if there was an actual audible tone.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.